Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and patient had incomplete flap due to vertical gas breakthrough in right eye. Surgeon aborted excimer treatment that day and planned to have patient return another day for photorefractive keratectomy procedure. However, patient decided not to proceed with further surgery. No further visits are planned. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Date of resolution is noted as (B)(6) 2016.